Event description:
Reporter indicated a vns wand was not functional despite new batteries. The wand has been requested for return but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.